Manufacturer narrative:
(B)(4). Device evaluated by MFR: an introducer sheath, pusher wire and coil were returned for analysis. The introducer sheath was full of blood. The coil and the delivery wire were interlocked within the sheath behind the twistlock. An image could not be taken of this as the twistlock is not transparent. An attempt was made to advance the delivery wire. Severe resistance was encountered due to blood in sheath and on the fiber bundles. In order to retrieve the coil the delivery wire was retracted from the sheath. The coil was covered in blood and the coil was found to be kinked. The delivery wire was observed to be kinked. Microscopic inspection noted that the zap tip shape and surface was smooth. The interlocking arm of the coil was inspected and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The coil dimensions that could be measured were found to be in specification. The number of proximal fiber bundles recorded during product analysis was one below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. The preparations for use section of the dfu instructs the user to begin vigorous flushing before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the inability to deploy the coil. (B)(4).

Event description:
Reportable based on device analysis completed on 25may2016. It was reported that the coil became stuck inside the introducer sheath. An 8mm x 40cm interlock¿-35 was selected for embolization. During the procedure outside the patient's body, it was noted that the coil would not advance into a 035 catheter. Everything was pulled out and it was noted the coil was stuck inside the introducer sheath. The coil was springing back and forth inside, however it would not advance out of the introducer sheath. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the number of fiber bundles was one below specification.